Event description:
Caller reported a malfunction on the pump, though no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.